Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 285 mg/dl. Additionally, it was reported that the customer went to the emergency room and was ultimately hospitalized with blood glucose (bg) level 500 md/dl. Customer tried to address the elevated bg by bolusing via the pump. Customer was treated intravenously with saline and insulin. Customer declined follow up from tandem technical support.